Event description:
Patient's attorney reports that during arthroscopy a small metal fragment was removed from the patient's knee. The attorney notes that knee replacement surgery is yet to be scheduled, for what is believed to be a broken femoral component.